Event description:
Foreign rptr stated that pump caused delivery of relative overdose to pt, causing nausea, vomiting and itching for 5 days. Pt's symptoms occurred approx. 12 hours after refill of the pump. Pt had to be treated for symptoms. No further info is available as to pt's outcome. No further info is available from foreign rptr on this device or pt.

Manufacturer narrative:
8/26/1998: d9 - device was returned to MFR for analysis on 10/23/1997 h6 - primary finding of device analysis revealed normal device function, no anomaly found. The device was placed in extended infusion testing for a 33 day cycle with normal device function noted at the end of that time period. The reported event could not be duplicated.